Event description:
A pt suffered ami [acute myocardial infarction] s/p [status post] cypher stent placement. When pt returned to cath [catheterization] lab 2 days after procedure, a large thrombus was found at om1 lcx bifuraction, proximal but separate from prior lcx stent margin -> om1 stented. Stent margin was examined: no evidence of edge dissection related to stent and revealed pristine parent lcx vessel.